Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this pacemaker was questioned. A request was made to have data from this device analyzed. Data analysis showed that the patient was in chronic atrial fibrillation (af), and the atrial lead had been programmed off. Then the atrial lead was programmed back on for sensing. The device exhibited an increase in power consumption due to sensing of high atrial rates, affecting the longevity. Programming options were discussed. No adverse patient effects were reported. The device remains in service.